Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing backup battery faults was confirmed via analysis of the submitted and downloaded log files. The heartmate 3 system controller was returned and evaluated at abbott and a log file was downloaded. The downloaded controller periodic log file from the returned system controller and the submitted log file from the customer contained relevant data spanning 10.5 days ((B)(6)2023 per the timestamp). The log file captured an atypical backup battery fault active from (B)(6) 2023 at 5:35:32 to (B)(6) 2023 at 4:35:18 due to the backup battery not passing the load test. The onset of the alarm as well as the initial conditions of the backup battery fault alarm were not captured within the log file due to the log file only capturing data at 1-hour intervals rather than capturing every event. During the evaluation, the controller was functionally tested and passed all steps without issue. The controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. Provided information stated that the alarms resolved when the controller was exchanged. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarm conditions, and the actions to take if the alarm does not resolve on its own. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing backup battery (ebb) fault alarms. The ebb was exchanged in august, but the fault returned in september and cleared itself. The decision was made to exchange the system controller. The exchange of the system controller resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.